Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 493 mg/dl. The customer reported that they treated the high blood glucose. The customer reported that the infusion set fell out from his body on his way to work and replaced the set with another set but it was loose. The product was not returned for analysis.